Event description:
The customer reported a 'cine disk unavailable' error message. This would prevent the cine function from operating. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.